Manufacturer narrative:
Device received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segment due to blank or flashing white light.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not working and was beeping with the screen flashing. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.